Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 3/6 of the automated peritoneal dialysis therapy. Per initial report, a supply bag had fallen and became disconnected from the supply line of the homechoice set during therapy. In response to this, the home pt reconnected the supply bag to the supply line. Baxter's technical service center assisted the home pt in ending therapy early. Per the home pt's nurse, no pt injury or medical intervention was associated with this incident.